Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data from the time of the event in the pump history due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2012, the patient's mother/reporter claimed the patient's blood glucose was elevated between 363-500 mg/dl. The patient had symptoms of vomiting and dizziness and tested positive for ketones. The patient was able to go to the backup plan and took insulin via syringe at the time of concern. Her blood glucose decrease but eventually become elevated again. There was no evidence of a pump malfunction associated with the alleged event. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. This complaint is being reported because, the patient had elevated blood glucose and tested positive for ketones while on insulin pump therapy. It is not clear whether diabetes management, use error, or intentional misuse attributed to the reported incident.